Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having high blood glucose readings no matter what bolus she kept doing. Customer ended up in the emergency room. Customer had symptoms related to her high blood glucose such as difficulty breathing, a major headache, and blurred vision. Customer stated that she uses a bolus to correct. Customer was hospitalized on (B)(6) 2016 with a blood glucose level over 590 mg/dl. Customer was just walking around and shopping prior to the hospitalization. Customer released and was advised to monitor the issue. Customer was wearing the pump at the time of the hospitalization and it was found that the cause of the hospitalization was an angina attack.